Event description:
It was reported that during an attempted implant, low, out of range high voltage lead and pacing lead impedance measurements were observed. Marker showed irregular vf episodes during sinus rhythm. The device was replaced.

Manufacturer narrative:
(B)(4). The reported field event of anomalous lead impedance measurements and noise was confirmed in the laboratory. The device was tested on the bench and anomalous lead impedance measurements and noise were observed. The cause of the field event was an open connection between a component and the hybrid.